Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Document review: amistem h femoral broach size 6 - reusable instrument: ref 01.18.10.106 / lot 1213154 ((B)(4) broaches produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. From the data collected, there are no evidences that the event is device related.